Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1056t st. Jude lead , implanted: (B)(6) 2007; 4469 boston scientific lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch due to low impedance during an ablation procedure. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.